Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. The reported gaia pv was returned for evaluation. The returned guide wire was found its coil unraveled and fractured at the mid solder that was originally located at 55mm from the tip. Both proximal and distal fracture surfaces of the coil were flat. The coil was twisted proximal to the fracture end. These findings indicated that torsion had caused the coil to fracture. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the investigation outcome, it was presumed that repeated torsion generated with torquing manipulation in attempts to cross had most likely contributed to separation of the coil on the returned gaia pv guide wire. The applied stress would localize and therefore exceed the product design limit likely when the tip was being caught and restricted its movement by the complex calcified lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effect] ~ breakage of the guide wire.

Event description:
It was reported that an asahi gaia pv guide wire had unraveled and fractured during a percutaneous peripheral intervention to treat a mildly tortuous, heavily calcified, complex chronic total occlusion (cto) in the mid popliteal artery. When the guide wire was used for subinitimal wiring, the wire tip broke and was thankfully withdrawn back into microcatheter. No tip modification made when wire was originally inserted. Some wire prolapse did occur with subintimal wiring. There were no adverse patient effects associated with this event.